Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 403 mg/dl. The customer¿s mother reported no deliver alarm three times during bolus. The customer reported the cap has loosened causing the battery compartment to be cracked. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked battery tube threads.